Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. D10- product received on: 19nov2019. Investigation-evaluation: a review of the complaint history, device history record, drawing, instructions for use (IFU), manufacturing instructions, quality control, and specifications of the device, as well as a visual inspection, functional test, and dimensional verification, were conducted during the investigation. Three devices were returned for investigation. The first catheter appeared undamaged and lacking biological matter. This catheter failed the tug and twist tests, failed the distance measurement between the hub and cap, and leaked at the cap. The second catheter appeared undamaged but had biological matter on the surface. This catheter passed the tug and twist tests, passed the distance measurement between the hub and cap, and leaked at the cap. The third catheter was returned fractured at the threads between the hub and cap and covered in biological matter. This device passed the tug test and failed the twist test. The distance measurement between the hub and cap and leak test could not be used/performed due to the damage. Additionally, a document based investigation evaluation was performed. The proper procedures are in place to identify and prevent this failure mode prior to device distribution. The risk specifications covering mac-loc drainage catheters include both hub separation and leakage as a potential failure mode. The identified risk controls include manufacturing quality control checks and process validation. The technical files covering mac-loc drainage catheters indicate that the risks associated with these devices are acceptable when weighed against the benefits. The device history record (DHR) was reviewed. The lot showed no related nonconformances. Related hub subassembly lot showed no nonconformances. Related catheter tubing subassembly lot showed no related nonconformances. A database search revealed four other complaints from lot at the time of investigation. Three of these complaints originated from the field and concern the same failure mode. Based on this information, there is evidence that nonconforming product exists out in the field. Based on the information provided, the examination of returned product and the results of the investigation, it was concluded that a manufacturing deficiency and quality control deficiency contributed to this incident. Corrective actions including implementation of a gap gauge and retraining were performed. Appropriate measures have been conducted to address this failure mode. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Occupation: unknown. PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a female patient required placement of an ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter for a biliary percutaneous transhepatic cholangiography procedure. After advancing the catheter into the target location, the catheter was flushed and the operator noticed "saline flowing out from the hub of the drainage catheter." The operator replaced the device with a device of the same lot number and noted the same failure. The operator tried a third device of the same lot number and leakage in the same location was observed. The device was replaced with a similar device to complete the procedure successfully. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.